Event description:
Caller reported that insulin gauge on the pump displayed an amount different from the expected value. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to disconnect the pump and deliver a bolus to adjust the insulin estimate, which the caller understood and performed. Despite this, the discrepancy remained, and technical support guided the caller through filling and loading a new cartridge. The issue was escalated for further assistance due to the persistent discrepancy.